Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer reported hardware damage. Pump passed the displacement test. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: broken reservoir tube lip, partially detached retainer ring, cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, faded serial number label, scratched case. The reservoir tube lip and the partially detached retainer ring all were glued back together. In summary, the customer¿s report of hardware damage was confirmed during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware damage. No harm requiring medical intervention was reported. The customer will discontinue the use of insulin pump.